Manufacturer narrative:
Concomitant products: 4470-52 implanted (B)(6) 2009, w1tr06 ipg implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a history of triggering alerts for low pacing impedance.  The clinic will continue to monitor, and the rv lead remains in use.  No patient complications have been reported as a result of this event.